Event description:
On 3/14/2024, it was reported by a sales representative via phone that the tip of the scorpion needle from an ar-4551 sutureloc meniscal root repair kit broke off in the patient. When the surgeon was passing the suture around the medial meniscal root, the needle hit the top of the condyle and it went. Then, the tip was noticed to be floating around in the patient. The surgeon used a shaver thoroughly to remove the broken fragment. It was confirmed via x-ray post-operation that no fragment remained inside the patient. This was discovered during a meniscus repair procedure on (B)(6) 2024. The procedure was completed by opening an individual scorpion needle. The case was delayed a little bit over fifteen minutes. The patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.